Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited high impedance. The lead was capped and replaced. The patient was fine and discharged the next day.